Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a warning listed on the implantable cardioverter defibrillator (ICD) for high right ventricular (rv) threshold. This appeared during 1 am trend measurements, but not on in-clinic measurements. The patient had thought they had heard alert tones, however upon interrogation in the clinic, the device never alerted. There were high rv high values, but the testing was done with the device in 'automatic' function. When manual tests were run, threshold values appeared very stable. The high rv thresholds could be attributed to a combination of patient morphology along with the device set in adaptive setting. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.